Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the patient¿s diagnosis? Was the event related to a stricture, anastomotic leak or both? Were there any difficulties with device in initial procedure? Were there any staple formation issues noted throughout care of patient? How was the stricture or leak addressed? What is the current patient status?

Event description:
It was reported that post-operative to a bariatric revision sleeve to bypass procedure, the patient presented with fever. Upon endoscopy, a stricture was discovered along with free air in the abdomen. The patient is currently admitted.